Event description:
It was reported that during a meniscal repair surgery the second anchor post deployment came out of the capsule. No patient injuries or significant delay reported. Back-up device was available to complete the surgery. Unknown if the t1 was removed from the capsule. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported ultra fast-fix curved assembly, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 post deployment came out of the capsule. An exact root cause cannot be determined with confidence with the limited clinical details provided; however, factors that could have contributed to the reported event include: pathological changes in the soft tissue that would prevent secure fixation. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. In the event additional information or the device is returned the complaint will be revisited.